Event description:
It was reported the patient has not charged his ipg in several months. As a result, the patient's ipg is inoperable. The patient met with an sjm representative and confirmed the issue. The patient is without stimulation. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.